Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd january 2025, it was reported by an arthrex employee via email that an ar-4501, meniscal cinch ii, had a second implant which was stuck. This was detected during a meniscus repair procedure on (B)(6) 2024. The first implant was set successfully but the second one was stuck. This occurred on all 3 units of ar-4501 in the same procedure. No knot pusher / cutter was used. The procedure was successfully completed with no patient harm and no secondary procedure needed by using a new ar-4501.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation cannot be confirmed due to the implants not being returned for investigation. One unpackaged ar-4501 meniscal cinch¿ ii was received for investigation. Visual evaluation of the returned device noted the tip of the cannula as well as the tip of the depth stop had signs of misuse and damage. It was further noted that the suture and implants were not returned for investigation. Functional testing was not able to be performed due to the damage to the device and missing components. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces during use. Refer to investigation photos.